Event description:
The user facility reported patient had a cp pump supporting the patient with an acute myocardial infarction with cardiogenic shock diagnosis. The patient experienced new torsade's and was defibrillated x1 shock and had cardiopulmonary resuscitation. The pump was still explanted that day as planned. The patient survived the procedure.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
E.1 revised initial reporter address line 1, initial reporter city, zip code and zip code extension since the initial report was submitted. E.4 added selection as it was omitted from the initial report that was submitted. Investigation summary: the investigation has been completed. Arrhythmia: in order to make a cause determination, all of the clinical details would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Device history review: the pump passed all the post sterile inspection checks.